Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an venotomy closure of the common femoral vein using the pre-close technique via an 8f sheath hole prior to an electrophysiology (ep) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a proglide device. The suture of a prostyle device came out with the knot intact. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 13f sheath and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported suture malposition and treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.